Manufacturer narrative:
Corrected information for supplemental medwatch report 001 - section b5, description of event or problem, of the initial medwatch report stated: a third party service provider contacted ventec to report that their device would unexpectedly shutdown. There was no patient involvement. Section b5, description of event or problem, of the initial medwatch report should have stated: a third party service provider contacted ventec to report that the device does not ventilate. There was no patient involvement associated with the reported event. Section h6, medical device problem code, of the initial medwatch report stated: 4019 (unexpected shutdown) section h6, medical device problem code, of the initial medwatch report should have stated: 3005 (output problem) new information for supplemental medwatch report 001 - h6: the device was evaluated by ventec where the reported issue of no ventilation output was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was observed through functional and performance testing. Ventec performed a visual inspection of the removed control board and observed a small burn hole on an integrated circuit, designator u701 (blower controller). The investigation determined that the root cause of the reported issue was an integrated circuit, designator u701, on the control board.

Event description:
A third party service provider contacted ventec to report that the device does not ventilate. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider contacted ventec to report that their device would unexpectedly shutdown. There was no patient involvement.